Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis and high blood glucose. The cause of the diabetic ketoacidosis was not known and no blood glucose reading was provided. The caller reported that a band aid had been used to hold the infusion set in place and wanted to know if there was a better way to secure the site. The caller intended to call back to complete troubleshooting for these issues.